Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer called in to report a pump error 25 and a critical pump error. The customer's blood glucose level was unknown. It was reported that insulin delivery stopped and the device was not working properly. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. No further details were provided.